Event description:
The complainant has reported that a patient underwent a therapeutic procedure for hemostasis, stie unknown. The resolution clip device would not extend past the sheath to grasp the tissue or initiate the deployment sequence. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is reported as normal.